Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator door was broken due to latch disassembly. A field service engineer replaced the latch assembly and powered the station on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system had a broken fridge door that would not shut correctly due to a broken center latch. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.